Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed using insulin. No recurring occlusion issues were experienced, and no further assistance was deemed necessary, leading to the case being closed.